Event description:
It was reported that the patient had been shot. Interrogation yielded a red screen stating the device needed immediate attention. The electrode impedance test would not work. An invasive procedure found the bullet had hit the pulse generator. The doctor explanted and replaced the pulse generator onto the original electrode. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted a dent in the bottom of the case. The device could be interrogated but there were a number of system errors found. Next, the damage area of the device was inspected. An x-ray of the damage area shows no signs of cracking in the external area or battery case. There is significant damage to the charging circuitry, which will prevent impedance measurements. Therefore, the damage to the device is deemed due to the environment outside of the device.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had been shot. Interrogation yielded a red screen stating the device needed immediate attention. The electrode impedance test would not work. An invasive procedure found the bullet had hit the pulse generator. The doctor explanted and replaced the pulse generator onto the original electrode. There were no additional adverse patient effects.